Event description:
It was reported that 8 days after the catheter was placed in the pt¿s femoral vein, a leak was found from the catheter while in the pt¿s room. As a result, the catheter was removed but not replaced as the pt no longer needed treatment. There was no reported delay, death, or complications to the pt as a result of this occurrence. According to the user, a slit was found approximately 50 cm from its distal tip.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.